Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that during a hip scope procedure that two ar-1938ps suture anchors broke in half during the insertion. All was retrieved. They were replaced with a non-arthrex product and the case was completed with no further issues. The patient is fine to date.